Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter broke as it was being retracted for stent deployment. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with a different device and no reported patient complications. The patient was reported to be in good condition after the procedure.